Event description:
It was reported that during incoming inspection, a product with a wrinkle at the sterile seal was detected. There was no patient involvement. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This is combined initial and final report. D10: item name# disposable mixing bowl and spatula; item number# 00504901100; lot number # 85390027 (qty - (B)(4). Item name# disposable mixing bowl and spatula; item number# 00504901100; lot number # 85390028 (qty - (B)(4). G2 - foreign: japan visual evaluation of the returned product found pouches with creasing in the seal area. A dye test was performed and found seals that are non-conforming. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported part and lot combination. The root cause of the reported event can be attributed to a manufacturing issue. Actions have been raised to address the malfunction. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.